Event description:
It was reported the device was used during a bowel procedure. It was reported by the affiliate that there was no staples in the device. The surgeon is convinced that there was no staple in the device when it was fired. The surgeon cut along the device and went below to use the cdh. He noticed feces spilling into the abdomen. Pt is in micu very ill, but will most likely recover. The sales rep has recommended that the specimen be checked to see if there are any staples in it; also recommended that the pt be xrayed to see if staples are floating in the pt. The affected device was cleaned and autoclaved by the customer and is being retained by them. The sales rep. Will see if they will release the device for evaluation. The customer also opened a second device from this case of product to see there were staples in the device (it was not used). The third device was not used. Both of these devices are being returned.